Event description:
We have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient's representative reported that the charging device was not connected to the implant for charging. Caller stated it can't find the device and mentioned that the patient is using the eterna scs by abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).